Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode during which his cgm was reading 199 mg/dl while his bg was measured at 34 mg/dl. Patient's wife found him convulsing and called the paramedics who administered an IV. Patient was transported to the hospital by his wife.at the time of his call to dexcom technical support, patient reported that he was feeling better.